Event description:
The customer reported that the infusion rate for the normal saline changed from 75 to 100 ml/hr during an infusion. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of a rate change was confirmed. Review of the logs shows that on (B)(6) 2018 at 10:49 pm the pcu was powered on and the pump module was added as channel b. At 10:50 pm the user programmed a basic infusion at a rate of 100ml/hr with a vtbi of 950ml. On (B)(6) 2018 at 3:39 am the pump module was paused and then restarted a minute later. At 7:03 am the basic infusion rate was changed from 100ml/hr to 75ml/hr and the infusion started. The primary volume infused was recorded as 818.321ml. Rate accuracy testing was performed and the device was within specification. The cause of the reported rate change was user programming.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the infusion rate changed from 75 to 100 ml/hr during an infusion. No patient harm was reported.